Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.(B)(4)

Event description:
It was reported of a button error from the insulin pump. The customer stated that they had frequent intermittent button responses on the pump. The customer stated that the escape button is not working properly. Customer was advised to discontinue use of the device and to revert to a backup plan. The customer will be sent a replacement pump.